Event description:
It was reported that the pump usb port charging pin is damaged resulting in the pump battery being unable to charge. The customer's blood glucose level was 93 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.